Manufacturer narrative:
(B)(4): devices not received, log review only. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Event description:
The customer reported an over infusion of protonix. The customer stated protonix, 80 mg/250 ml of normal saline was programmed using guardrails to infuse at 27 ml/hr with a vtbi of 270 ml. The bag should have lasted 10 hours. Approximately 2 hours later, the protonix bag was totally dry a and the pump was alarming for air-in-line. The pump settings were verified by another nurse at that time as being correct when the "restore" key was pressed. The volume infused for the protonix channel showed 38.27 ml. The entire infusion set was changed out and the faulty pump with channels has been tagged for maintenance. There was no report pt harm or medical intervention. Although requested, no further pt or event info was provided.